Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt is s cheduled for an MRI but got por (power on reset) message and cannot get past that screen. Reviewed the meaning of por. Asked if pt had any emi or if the ins was low. Pt said they did not know. Pt confirmed the message was informational. Had pt check with recharger to ensure ins was charged. Pt confirmed ins was 3/4 full. When using the recharger, pt also got eri (elective replacement indicator) message. Reviewed. On the call instructed patient to use the remote to clear the message. Pt was able to successfully clear por. Patient then went into MRI mode and was able to put the device in MRI safe mode. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.